Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; used cartridge was not returned with the device.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence while using multiple syringes/needles. Customer also alleged the insulin gauge was inaccurate. Customer changed the needle and cartridge to resolve the issues. Customer¿s blood glucose was 132-203 mg/dl.